Event description:
It was reported that the flange on the listed tracheostomy tube became detached from the device. Add'l info pertaining to the reported event has been requested, none is available at this time. No adverse effects to pt were reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.